Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 458 mg/dl. The customer is giving herself 4.0 units with a syringe. The customer cleared alarm and cleaned the contacts with a dry q-tip, inserted a new battery. The customer still received a failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. The customer does not wish to troubleshoot for the highs or the low blood sugar.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.